Event description:
The customer contacted baxter's technical service center to report a leak which occurred between the disconnect cap and transfer set connection site. The transfer set had been in use for 90 days. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Received one used set with cap on spike and no cap on patient connector in reference to leak. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. During visual inspection no abnormalities were noted. The complaint could not be confirmed or duplicated in the lab. Root cause is undetermined. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.